Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the  patient still sore in her buttocks and incision site.  No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that they were messed up in the head and could not decipher their diary. They said they woke up and could not void. On an additional call the patient reported they had discomfort where the leads were but that when they took a bath the bandages were loose, and they think they may have pulled them loose. They said they had constant pressure and their symptoms have returned.